Event description:
It was reported that when using the bd pyxis¿ es server user informed random medication orders did not appear on pyxis station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not appearing on the station. A technical support specialist investigated the reported issue of orders not appearing on the station or disappearing after being displayed. A review of the message history showed that the missing order had never been sent from the system, and the disappearing order had been discontinued from the external system, either unintentionally or accidentally. The tss provided this feedback to the customer contact, and no further issues were reported. The system functioned as intended after the technical support specialist investigated the issue.